Event description:
It was reported that during two separate surgical procedures, the blade broke. This report address the first instance of the blade break. It was further reported that the event caused a minor delay to swap out blades. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
B5; it was further reported that the event caused a minor delay to swap out blades. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device discarded by customer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during two separate surgical procedures, the blade broke. This report address the first instance of the blade break. No further information was provided.